Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at around 8:26 a.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿215 and 397 mg/dl¿ performed more than 20 minutes apart. The time difference between the results does not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin (unspecified type or dose) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that immediately after the alleged issue occurred, she developed symptoms of feeling ¿sweaty and disoriented¿ which she self-treated by consuming food and/or drink. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.